Event description:
Pt lying in eye chair and positioned for cataract surgery. During procedure the bed fell approx 2 inches. Bed was respositioned and secured. Tear in the capsule resulted from bed movement during surgery. Anterior vitrectomy was necessary and a different lens was needed. Pt may now be at a higher risk for retinal detatchment.